Event description:
At about 1 year from the primary, the patient came in reporting instability and the cause is unknown. The surgeon would like to upsize the poly (from 14 mm to 15 or 16 mm) to give the patient more stability. A compassionate use case is being initiated to request these custom size inserts for the patient. A surgery has not been scheduled at this time. More details to follow once the surgery is complete.

Manufacturer narrative:
Batch review performed on 31 october 2025. Gmk-sphere 02.12. E0314fr gmk-sphere tibial insert e-cross - flex 3r - 14mm (k202022) lot 2248479: (B)(4) items manufactured and released on 13-apr-2023. Expiration date: 13-apr-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.